Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that at approximately 2:00 am, the patient was brought to the emergency room (ER) by her son after experiencing dizziness, blurred vision, difficulty ambulating to the bathroom, dehydration, and slurred speech. The reporter was unaware of the cgm reading prior to hospital arrival and confirmed that no fingerstick blood glucose (bg fs) comparison or treatment was performed before presentation. Upon arrival at the ER, the patient¿s blood glucose was found to be significantly low, with a bg meter reading of 52 mg/dl and a concurrent cgm reading of 74 mg/dl. The patient was treated with intravenous (IV) glucose and monitored in the ER for approximately six hours before being admitted. She remained hospitalized for four days and was discharged on (B)(6) 2026. The reporter was unable to recall the specific medications administered during the hospital stay. Upon discharge, the patient¿s insulin regimen was adjusted to include novolog/lispro at 33 units per day and tresiba at 33 ml. At the time of reporting, the patient was reported to be doing well following the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.